Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID#: (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted and therapy was about to be initiated, the console generated a fiber optic sensor failure alarm. The customer removed the fiber optic cable from the console and reconnected it, but the issue did not improve. They then removed the iab and replaced it with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.